Event description:
Per the territory manager (tm), during a tavr procedure using a 29mm sapien 3 valve via transfemoral approach in the subclavian artery, the balloon rupture ruptured and bunched up. During fine adjustment the valve had flared struts and the balloon parachuted and the operators were not able to pull the system out. It seemed like the lock failed and every time the operator pushed the valve forward onto the alignment markers for the balloon, the balloon catheter shaft would reverse back even with the lock on. The operators decided to cut off the handle of the delivery system thinking they could remove the 16fr esheath and replace with the 26 gore dry seal thinking that they could withdrawal the flared valve into the larger sheath and remove it from the body, but that failed to work. The operators made a decision to put the patient on bypass and tried to snare out the devices but that did not work. Eventually they had to do a surgical procedure which "shattered" the patient's subclavian artery which had to be repaired. The procedure took 12 hours but at the end the patient was taken back to ICU in stable condition.

Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-07768.

Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. Correction to d4, UDI number. The 29mm sapien 3 valve was returned for examination. The complaint for frame damage was confirmed based on the evaluation of the returned complaint device. A visual examination found that multiple struts were slightly distorted/crooked on outflow, the valve frame was distorted, and multiple struts were exposed through the skirt (which is normal after being crimped and used). Imagery was provided that indicated this was a left subclavian approach. Based on the curvatures of the guidewire and crimped valve, the patients left access vessel was torturous. A device history record (DHR) review revealed a potential manufacturing nonconformance issue that may have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint. Manufacturing mitigations are conducted on 100% of the units. During the incoming inspection of the components, the valve frames are 100% visually and dimensionally inspected. The valve frames are inspected under a minimum of 10x magnification for deformation, grooves, broken struts, and scratches. Prior to final packaging, the valves are again 100% inspected to ensure there was no damage to the valves. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The following instructions for use (IFU) were reviewed: commander delivery system with s3, device preparation manual, procedural training manual, and subclavian and axillary approaches supplement. Based on the review, no IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was confirmed based on returned device. A review of the DHR, lot history, complaint history, and manufacturing mitigation did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, "during a tavr procedure using a 29mm sapien 3 valve via transfemoral approach in the subclavian artery, the balloon rupture ruptured and bunched up. During fine adjustment, the valve had flared struts and the balloon parachuted and the operators were not able to pull the system out". The flared struts could be caused by the severe diving between the valve and flex tip due to the valve alignment difficulty. Per returned device evaluation, multiple valve struts were distorted/crooked on outflow, which proves the diving during the valve alignment. Per the imagery review, the patient's access vessel was tortuous, which could lead to valve alignment difficulty. It is possible that the strut got caught on the sheath during the valve/ delivery system (ds) retrieval and sustained damage/deformation if excessive device manipulation was used to overcome the resulting resistance. In this case, available information suggests that patient factors (tortuosity) and/or procedural factors (valve alignment difficulty) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.